Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead.

Event description:
Information was received from a patient implanted with a neurostimulator for failed back surgery syndrome and lumbar radiculopathy. It was reported that the patient met with a manufacturer representative (rep) in the doctor¿s office because she stopped feeling stimulation. The patient met with two reps in the office. The first rep had no idea what was going on and it looked like the leads were not working. The second rep, who the patient saw for a continuation of the same issue and happened to be there, said the issue was definitely the leads and that they were probably broken. It was noted that these rep visits were within a few months of each other. The patient¿s stimulator had now reached normal end of service as of (B)(6) 2017, but insurance was not approving a lead replacement. The patient was trying to get confirmation of the lead issue for replacement. The patient was to follow-up with a healthcare professional to get the rep¿s record of this event. It was noted that the patient had trouble getting through to the doctor¿s office. Additional information received from a rep noted that he spoke to the patient on (B)(6) 2017. The event occurred around 2013/2014, maybe around 2014. The patient met with the two reps around the 2013/2014 timeframe.